Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was initially reported to philips the device displayed a power interruption error. Further information stated the involved patient had an internal defibrillator that caused the mrx to not discharge. The involved patient died. There was no allegation the device behavior impacted the patient outcome.

Manufacturer narrative:
The hospital biomedical engineer evaluated the device and it passed all performance testing. The device was then returned to the philips repair bench. There were no errors in the device log and there were no screen messages displayed. The reported symptom could not be reproduced. The device passed all testing. After passing all testing, the device was returned to the customer for use. We are unable to determine the cause of the reported symptom as it could not be reproduced.

Event description:
Clinicians in the emergency room connected the involved patient to an mrx defibrillator. The patient had an internal defibrillator in place. The users reported that when they tried to deliver energy they got a power interruption inop and the settings returned to factory defaults. The patient's internal defibrillator did shock the patient.